Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided regarding the impedance issue: the step taken was to run impedance at the highest level, and the issue has been resolved. The patient's identifying information was not provided due to hipaa. No other information was provided. This information has been confirmed/provided by the physician.

Event description:
It was reported that manufacturer representative (rep) states that a physician he works with was getting a message on the clinician tablet when trying to connect, stating that the "configuration not verified". Rep states the patient does have an impedance on one of their leads. Technical services reviewed reasons for this message to appear. Rep was not with the physician or the patient.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.